Manufacturer narrative:
Submit date: 4/27/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the hub of the needle is broken. Used on a patient but the impact to the patient is unknown and the customer will not provide additional information.